Event description:
It was reported during check that cs300 intra-aortic balloon pump (iabp) required battery maintenance. No patient was involved.

Manufacturer narrative:
Due to character limit: e1(initial reporter)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint no fault but battery maintenance required, making it non-reportable to the FDA.as a result, no follow up emdr is necessary.please cancel in your database.